Manufacturer narrative:
The customer reported the maryland bipolar forceps instrument associated with this procedure will not be returned. A review of the system/instrument logs show no related errors occurred during the surgical procedure.

Event description:
It was reported that during a robotic-assisted right hemicolectomy procedure, when the surgeon used the maryland bipolar forceps instrument, there was tissue tearing while manipulating the intra-abdominal fat (omentum), which appeared thick and fragile in this particular patient. Consequently, bleeding occurred, necessitating hemostasis for each bleed. Additionally, when the instrument was used on the intestines, it exhibited poor gripping, resulting in ripping and wall damage. The surgeon reported a blood loss of 400 cc's compared to the anticipated 100 cc's for this procedure. The procedure was successfully completed robotically, with no reported post-operative complications.